Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Complaint description: patient was revised for unknown reason. Update 21 aug 2018 (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what previously alleged, ppf alleges metal wear and metallosis. Doi: (B)(6) 2009; dor: (B)(6) 2016 (right hip). Patient is bilateral.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.